Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments that there was a printer issue or that it took long to download information from a device, however, it was noted that multiple overheat errors were found in the logs. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned. It was also noted that the programmer took longer to download information from the pacemaker device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not stop printing when a test is complete or when connected to a device. Programmer displayed an overheating error message. Programmer is expected to be sent back for service. There was no patient involvement.